Manufacturer narrative:
Analysis determined there was no problem detected with this product. The clinical observations were unable to be confirmed through laboratory analysis as the setscrews were confirmed to be operating normally during testing. The instructions for use (IFU) provides additional instructions on how to loosen stuck setscrews if they occur during procedures.

Event description:
It was reported that during this subcutaneous implantable cardioverter defibrillator (s-ICD) explant procedure due to normal battery depletion, the electrode was found to be stuck in the header due to a suspected set screw issue. Some maneuvers were performed, and the electrode was able to be disconnected. Subsequently, this s-ICD was explanted, replaced and returned for analysis, while the electrode was re-connected to the new s-ICD and remains in service. No adverse patient effects were reported.